Manufacturer narrative:
Device related data quality updates only a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date were required. D1 - brand name previous brand name: servo-u, corrected brand name: base unit servo-u d4 - version or model # previous version or model #: servo-u, corrected version or model #: 6694800. D4 - unique identifier (UDI)# previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4). H4 - manufacture date previous manufacture date: 11/12/2018. Corrected manufacture date: 11/08/2018.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. It was reported that the ventilator generated low o2 alarm. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided logs and the received screenshot confirms the reported event of low o2 concentration alarms on 2023-11-08. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior date of the event. The root cause of the reported alarms has not been determined.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).